Event description:
The ultipaq coil did not detach within the aneurysm. The doctor was treating a very small 3mm aneurysm and was able to get this 2 x 4 ultipaq positioned perfectly within the aneurysm. He then connected the detachment cable and attempted to detach the coil; it did not detach. So he repositioned the coil marker with that of the proximal microcatheter marker band and tried detaching again but the coil still did not detach. He then attempted to reposition his microcatheter slightly thinking there might be a kink at the end of the microcatheter and tried detaching again. The coil would not detach after he tried numerous times. The coil was not repositioned more than once.

Manufacturer narrative:
The coil was not returned. The device positioning unit (dpu) passed electrical testing. The most likely root cause of the coil not detaching was due to the melted detachment fiber located above the resistive coil¿s socket ring. The melted detachment fiber most likely captured the coil. In addition; without the return of the detachment control box (dcb) and the connecting cable used in the procedure; it cannot be determined if these components contributed to the complaint event. Although not related to the complaint; it was found that the resheathing tool was advanced over the proximal end of the green introducer and there was a severe kink on the hypotube at the distal end of the strain relief. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors procedural factors may have caused the melting fiber's dislocation. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.